Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that upon review of the pt's x-rays, the surgeon noted a partial disconnect of the outflow graft bend relief. The pt was reportedly asymptomatic and no alarms were noted. The hospital's plan was to take the pt back to the operating room to secure the bend relief. According to additional information provided to the manufacturer, the pt will not be taken back to the operating room for a re-operation as the hospital's vad team has opted to continue monitoring the pt, and the position of the bend relief, with chest x-rays.

Manufacturer narrative:
The pt remains ongoing on lvad support with no issues reported. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.